Event description:
It was reported that a pta balloon detached from the catheter shaft while being withdrawn through the 6f introducer sheath. Reportedly, the physician began removing the pta balloon catheter from the sheath when the pta balloon became lodged within the sheath. The physician continued to retract the device when the pta balloon completely detached from the catheter. The introducer sheath was removed and it was observed that the pta balloon remained entirely inside the sheath. No patient injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has yet to be returned to the manufacturer to date.